Manufacturer narrative:
Stryker evaluated the customer¿s device and observed that the device was unable to complete a boot cycle. Stryker further troubleshot the device but was unable to isolate the cause of the boot issue. The customer have decided to trade their device in. The cause of the observed issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After the customer traded their device in, the returned device was scrapped by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.